Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about two types of chest pain. The patient described an ¿intermittent, sharp pain near the pacemaker on the left side. This occurred when lying on the left side and will be just one episode last for a split second and then resolving.¿ the patient has been feeling more in the mid sternum and throat. The patient underwent computerized tomography (CT) angiogram of chest for second pain which shows no acute changes. Patient reports pain suggestive of abnormal cardiac stimulation. The patient¿s medications were administered or adjusted in response to the event. The left ventricular (lv) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.